Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an attorney, representing a patient implanted with a neurostimulator (ins). It was reported that the product emits electromagnetic interference ("emi"), which negatively influences marine species. While on vacation, patient exited a boat for a snorkeling excursion. Within five minutes of entering the water, a barracuda attacked patient's arm, which was near the implant site. As a result of the attack, pt endured a five-hour surgery and two nights in a hospital with over 260 stitches. Further, patient will require a second surgery to repair five tendons and nerve damage in his arm.